Manufacturer narrative:
(B)(4). The allegation of lead migration cannot be confirmed or refuted via laboratory testing. (B)(4).

Event description:
It was reported that the patient was experiencing ineffective stimulation due to drg lead migration. It was noted that the drg lead had migrated to the epidural space. Lead was removed and replaced with two drg leads, as a precautionary step. Patient has restored effective coverage.